Event description:
No symptom was reported. A power pca was consumed. A philips field service engineer, while evaluating the device, noted a failure to power up.

Manufacturer narrative:
(B)(4). No symptom was reported. A power pca was consumed. A philips field service engineer evaluated the device and noted a failure to power up. The issue was localized to a failed power pca. The power pca was replaced to resolve the issue. The device passed all required testing and remained at the customer site.